Event description:
Physician placed this ra lead, but it dislodged from its lower atrium position. Lead would not capture or sense appropriately so the physician brought the patient back in and implanted a new lead. Lead was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.